Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016 due to hydrocephalus. According to the report on (B)(6) 2016 the doctor found the patient experiencing brain depression. The report stated after a CT check, the device was found to be overdraining. It was reported that the doctor adjusted the valve successfully. It was stated the patient gradually showed signs of recovery. Reportedly, prior to implantation, the patient was in a coma.